Event description:
During pt transport from the operating room, the "battery on low" alarm occurred. The batteries were about three years old and the maintenance schedule calls for replacement every two years. Also, there was an intermittent audio alarm which is being evaluated. There was no impact to the pt.